Manufacturer narrative:
Date sent: 09/24/2008. Info anticipated, but unavailable at this time.

Event description:
In was reported that during an unk laparoscopic procedure, the tissue pad fell off. The tissue pad was retrieved through the trocar and the case was completed with another like device.